Manufacturer narrative:
Pump received compromised force sensor system alarm during displacement test due to motor excessive axial play. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The mother reported via phone call that the customer experienced high blood glucose due to the infusion set becoming detached from their body. The mother also reported the customer received a compromised force sensor system alarm after. Customer's blood glucose was unknown at the time of incident. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.